Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. Possible atrial undersensing and intermittent loss of capture were noted on the right atrial (ra) lead. No further patient complications have been reported as a result of this event.